Event description:
(B)(4). On (B)(6) 2014 I had the hsg done and the right tube was not blocked. Shortly after the test I started having stomach pain in my lower abdomen and lower back. Started stomach bloating and headaches. On (B)(6) 2015 I went to the ER for severe stomach pain, bloating, and diarrhea. Several test was done at the ER and was told to see my doctor. Went to my doctor and several more blood tests were done but no scans have been done because I have no health insurance. I live in constant pain in my abdomen and lower back and bloating and I believe it is cause by the essure. I have never had any of these issues before insertion of essure.